Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation as there was no indication of a device defect or malfunction.

Event description:
A deep style/maze procedure with a prov clip placement was completed (B)(6) 2017. The surgeon¿s normal course of treatment is to do the ablation and place the clip last, but it was decided that the clip was to be placed first for this procedure. The prov was placed on the appendage without any issues. As is the standard of care for this surgeon, he cut the appendage open post clip placement. Approximately 8-10 minutes later, the surgeon noticed bleeding and found it was from the appendage. The surgeon made the decision to staple across the appendage to stop the bleeding. The surgeon attributes the bleeding to the deviation in procedure and manipulation of appendage post clip placement. The bleed did not necessitate a transfusion. The surgeon confirmed that he was confident with the clip placement and was certain that the appendage bled because the clip was placed early and moved around so much post placement. The event was not reported at the time of the procedure, because the surgeon did not feel this was an adverse event. The patient was doing fine post-procedure.